Manufacturer narrative:
The subject device was evaluated. Device inspection and evaluation service repair noted leakage found in suction channel. Due to damage on ch-tube (channel tube) water tightness is lost. The customer reported issue was confirmed. In addition, the forceps elevator was found with foreign material. The s-connector (scope connector) was found deformed. Damaged on k-pipe was observed, due to damage water tightness is lost. The angulations are less than standards and the adhesive on a-rubber was observed to be detached. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that leakage found from the ch(channel) tube at d/e (distal end) side. The issue found during an unknown event. There was no patient harm or injury reported due to the event. No user injury reported. Device inspection found forceps elevator has foreign material. This report is being submitted for foreign material found on forceps elevator during device inspection.

Manufacturer narrative:
Initial reporter: corrections to address. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to improper reprocessing at the user facility. The instructions for use (IFU) (reprocessing manual) shows the brushing method around the forceps elevator in the following item: "3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet" moreover, the IFU (reprocessing manual) states as follows: "3.3 precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope." From the above, it is considered that the suggested event could be prevented. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 23-mar-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.